Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email attached in complaint object: reported to have failed during testing and no patient involvement was reported. No further information available. H10: device evaluation (08/16/2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing. The customer stated problem was duplicated. There was high alarm displayed: air-in-line detected during testing. Defective air detector-inoperable-, was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited inoperable air-in-line detector. No adverse effects reported.